Event description:
On (B)(6) 2011, pt reported receiving elevated blood glucose levels while using the infusion device. Pt stated her blood glucose level reached "hi" and in the 500's mg/dl. Pt's normal blood glucose range is 80-120 mg/dl. Pt reported she tested at home and had ketones and physical symptoms of vomiting. Pt stated she began using injection therapy to reduce her blood glucose levels. Pt reported no errors or alerts on the infusion device. Pt is using a competitor's infusion set. Pt stated she was able to prime out all of the air bubbles. Pt reported she stores the insulin vial in the refrigerator. Had pt to disconnect the infusion set tubing from the infusion site and bolus; insulin flowed out of the end of the infusion set tubing. Pt insisted something is wrong with the infusion device and is delivering basal and bolus insulin too low. Pt stated she was able to confirm the bolus through correct confirmations. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.